Manufacturer narrative:
A f/u report will be sent upon completion of our investigation.

Event description:
It was reported during a diagnostic procedure, a 6f angio-seal sts plus was deployed on (B)(6) 2011. The pt was discharged from the hospital the following day. The pt returned to the hospital on (B)(6) 2011, due to bleeding at the puncture site. The pt underwent surgery where the angio-seal was removed.